Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no malfunction with the iabp unit related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit required battery maintenance. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.